Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided UDI not provided re-processing information not provided since the lot number was not provided, this information cannot be determined..

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a tot urethropexy and cystoscopy for stress incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.